Event description:
Related manufacturer reference number: 3006705815-2023-01076. It was reported that the patient's leads have impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy. Diagnostics revealed high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.